Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient (pt) had a revision due to lead protruding from skin at base of the spine. The pt reported that the lead started to feel "kind of pointy under the skin" and then started "teething through skin". The pt al so reported getting shocked while in the shower. The pt reported that the issue started "not long after healing from implant procedure, and clarified "about on (B)(6) 2020". The pt stated that they believe the body was rejecting the lead and the hcp was concerned about sepsis.

Manufacturer narrative:
Event date is approximate, the year is valid. Concomitant medical products: product ID: 3889-28, lot# va1zrwy, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.